Manufacturer narrative:
The event of "delayed healing" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing.

Event description:
Healthcare professional reported, "is it possible for a patient with tissue expander inserted at another medical institution to receive high-pressure oxygen therapy, because her wound was not healed well"? This record is for unknown side. Device remains implanted.